Manufacturer narrative:
H10/11: additional manufacturer narrative/corrected data - h6: results code 1, conclusions code 1; method code 2, results code 2, conclusions code 2 added.

Event description:
The following information was received by gore from an individual who claims to have been implanted with a gore® tag® thoracic endoprosthesis for treatment of a thoracoabdominal aortic dissection. As the treating hospital would not provide additional information, the claims cannot be verified. The patient did not have device information, including lot/serial numbers. In (B)(6) 2007, this patient was implanted with a gore® tag® thoracic endoprosthesis as part of a clinical trial. At follow up in (B)(6) 2011, it was discovered that the gore® tag® device had lost apposition to the inner wall of the thoracic aorta, and was no longer covering the entry tear of the thoracoabdominal aortic dissection. This resulted in the expansion of the dissection, and the patient claimed he now had three abdominal aortic aneurysms. The implanting physician referred the patient to another physician for an open procedure, however the physician would not accept the patient for the procedure. The implanting physician then told the patient he had approximately six months to live. The patient then found a group of physicians, including an internist, a cardiologist and a vascular surgeon) who agreed to examine the patient¿s situation. In (B)(6) 2013, a reintervention was performed by a vascular surgeon, whereby two abdominal aortic grafts (manufacturer unknown) were implanted, and one femoral-femoral bypass was performed to prevent further enlargement of two of the three abdominal aneurysms. In (B)(6) 2014 a severe infection developed and the vascular surgeon explanted the femoral-femoral bypass graft and replaced it with a cadaveric graft. In (B)(6) 2015, follow-up determined that the vascular surgeries in (B)(6) 2013 and (B)(6) 2014 had failed to prevent further deterioration and that the patient was in imminent risk of death from a 7 cm aneurysm in the left leg. In (B)(6) 2016, the patient had an additional surgery by an interventional neuroradiologist and an interventional radiologist. A spinal cord shunt was placed to reduce the pressure in the spinal cord to prevent paralysis while onyx embolization therapy and a coils were used to treat various issues in the vascular system. Computed tomographic (CT) scans (with and without contrast) in 2016, 2017 and 2018 showed no further issues. A CT scan on (B)(6) 2019 showed a 4cm ascending aortic aneurysm. The patient is currently seeing a cardiothoracic vascular surgeon to discuss a possible open repair of the ascending aorta.